Event description:
Hill-rom received a report from the account stating the head brakes do not hold. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found three brakes casters, one steer caster, and four caster supports inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on ths bed. It is unknown if the facility preventative maintenance on their beds. The technician replaced three brakes casters, one steer caster, and four caster supports to resolve the issue. Based on this information, no further action is required.